Manufacturer narrative:
Manufacturer¿s investigation conclusion: the report of the presence of the left ventricular assist device (lvad) coring knife within the patient¿s left ventricle was confirmed through the evaluation of the submitted image. However, the reported of muscular tissue within the pump rotor could not be confirmed through this investigation. Analysis of the submitted image confirmed the presence of a foreign object in the left ventricle of the patient. The object was cylindrical in shape and appeared to be similar in diameter to the heartmate 3 inlet tube. These observations appear consistent with the report of the presence of the lvad coring knife in the left ventricle. It was reported that the patient was still in the intensive care unit (ICU) after the implant on (B)(6) 2021. Inspection of a chest x-ray showed an object that should not be in the thoracic area. After a computed tomography (CT) scan, it was confirmed that the patient should go for inspection in the operating room (or). The left ventricular assist device (lvad) coring knife was dropped accidentally in the left ventricle (lv). The knife was removed and due to abnormal tissue in the lv and no flow when the pump was restarted, it was necessary to exchange the pump. When the pump was opened by the account, muscular tissue was found in the center of the rotor that blocked the whole blood path. It was reported that the patient is doing fine after the pump exchange. No adverse consequences were reported. The device was retained by the hospital and will not be returned for evaluation. The patient remains ongoing on ventricular assist device (vad) support and no further issues related to this event have been reported at this time. The relevant sections of the device history records for mlp-024902 were reviewed and showed no deviations from manufacturing or quality assurance specifications. The relevant sections of the device history records for the percutaneous lead were also reviewed and showed no deviations from manufacturing or quality assurance specifications. The implant kit was shipped to the customer on (B)(6) 2021. Heartmate 3 left ventricular assist system (lvas) instructions for use (IFU) is currently available: section 1 of this document lists adverse events that may be associated with the use of the heartmate 3 left ventricular assist system, including pump thrombosis. Section 5 "surgical procedures" contains detailed information regarding the preparation and implant of the device. This section includes a subsection, ¿preparing the coring knife,¿ that details instructions for assembling the coring knife, resulting in the tool having a ¿t¿ handle to enable handling during surgical procedure. This section also contains the following warning: ¿the cutting end of the coring knife is extremely sharp and should be handled with care to prevent injury.¿ section 5 instructs the user to take care to avoid orienting the inlet towards the interventricular septum and notes that pump function will be compromised in the presence of inlet obstruction. Section 5 also instructs the user to (a) remove the core and inspect the ventricular chamber for mural thrombi and crossing trabeculae and to (b) address on or both, as needed. The IFU includes a warning that during the implant process, a complete backup system (implant kit and external components) must be available on-site and in close proximity for use in an emergency. The IFU lists thromboembolism as potential late postimplant complications and provides information regarding anticoagulation, including the recommended inr values. Additionally, this document explains that the heartmate 3 lvas is contraindicated for patients who cannot tolerate, or who are allergic to, anticoagulation therapy. The system monitor section describes the pump flow display and the hazard alarms. This IFU states that the low flow hazard alarm will be triggered when pump flow is less than 2.5 lpm and explains that changes in patient conditions can result in low flow. The alarms and troubleshooting section describes the actions to take in the event of a low flow alarm. No further information was provided. The manufacturer is closing this event.

Event description:
It was reported that the patient was still in the ICU on (B)(6) 2021 post implant. Inspection of chest x-ray showed an object that showed an object should not be in the thoracic area. The patient was reopened during additional surgery and the object was identified as lvad coring knife that was accidentally dropped in the left ventricle. The hm3 device was opened to identify the root cause for zero flow and a piece of debris was found at the center of the rotor that blocked the whole blood path. . This was removed and the pump was exchanged because the flow would not resume after the coring knife was removed. The patient is doing fine after the pump exchange. The tissue was sent in for investigation and was confirmed to be muscular tissue and not a clot formation.